Event description:
It was reported to philips that the device has the etco2 option active, however, the customer did not choose that option during device order placement. There was no reported patient involvement.